Event description:
It was reported that a malfunction alarm occurred, displaying malf 0. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction occurs again, acknowledging and understanding the guidance provided.